Event description:
On (B)(6) 2012, the lay-user/patient contacted lifescan from (B)(6) alleging the one touch verio iq meter displayed a message of "strips problem". The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. The meter and test strips were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed the meter had displayed a message of "strips problem". There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4): lifescan received the meter involved with the complaint and completed investigation on (B)(4) 2012. It was reported that the meter was displaying an error message related to a strip problem. Investigation confirmed that the meter contained error 4 in the meter's error log; however, the error message was not reproducible during testing. The cause of the error message cannot be determined.